Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.